Event description:
Manufacturer ref # 3008452825-2022-00433. During persistent atrial fibrillation procedure, after inserting the sheath set into a patient prior to inserting catheters and a transseptal needle, the air was aspirated into a syringe that connected to the extension port of the sheath. The sheath set was replaced, but the air was aspirated into a syringe that connected to the extension port of the sheath. The second sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The reported event of an air leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.